Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is filed under a separate manufacturer report number.

Event description:
It was reported that an arteriotomy closure of left common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, the proglide would not backload onto the guide wire. The guide wire would kink as the proglide was advancing and it was felt this was due to the proglide device. A second proglide device was attempted with the same results. A third proglide device from a different lot was used; the proglide device was advanced into the anatomy and the suture was deployed. Hemostasis was achieved with the suture of the third proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulty appears to be related to a potential product quality issue. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and there were additional incidents for this lot. Av determined that this is not a systemic issue and there is no indication that this issue impacts a wider population of product. Av will continue to trend the performance of these devices.